Manufacturer narrative:
(B)(4). Device received with battery issues and had sleep current measurement test due to moisture damage around the battery connectors, on both the keypad and force sensor cables, and on the back of the lcd screen.

Event description:
The customer reported via phone call that the insulin pump¿s battery did not last more than one week. The customer¿s blood glucose level was around 150 mg/dl. The customer was assisted with troubleshooting. The device will be returned for analysis.